Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an inaccurate drip rate (not accurate to the set infusion) during patient infusion of lactated ringers (100ml/hr, volume to be infused 1000ml). The remaining volume indicated 305ml with actual volume left in the bag of approximately 500ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3 date: update to 02/25/2025. Additional information was added to h6 (update codes) and h11. H11: the event history log review identified an infusion of plain IV fluid at a rate of 100ml/hr for volume to be infused (vtbi) of 1000ml. A single downstream occlusion alarm was observed during this infusion. A secondary infusion was programmed during the infusion for metronidazole at 500 mg/100ml at a rate of 100ml/hr for 100ml which completed without issue; the primary infusion was terminated by the user. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.